Event description:
Information received by medtronic indicated that the insulin pump was accidentally bitten by customer's dog. Insulin pump was damaged by the reservoir compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring = missing. Customer returned pump for an alleged dog chew pump found on (B)(6) 2022. Insulin ump received with blank display. Unable to perform displacement test. Test p-cap and reservoir does not lock properly into reservoir compartment due to missing retainer ring and broken reservoir tube lip. Pump was cut open to perform visual inspection and found cracked lcd glass. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, dog chew marks, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where dog chew marks was noted. Blank display was confirmed due cracked lcd glass. Retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.